Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the midline faulty catheter when threading no problem but when attempting to disconnect cannula from needle, needles was not retracted causing a bend in cannula and made cannula faulty and safety concern exposed needle.